Event description:
It was reported that a pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture (tsp) was performed using a versacross. During tsp, the versacross sheath went to an unknown location. The procedure proceeded with implant of a 20mm watchman flx closure device in the intended location. Approximately 20 minutes post-procedure the patient developed shortness of breath and chest pain. Transthoracic echocardiogram was performed, revealing a pe surrounding the apex and left ventricle which led to cardiac tamponade. A pericardiocentesis was performed. The physician believes the pe originated during the tsp.